Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer¿s current blood glucose level was as same as they mentioned at the time of incidence. Customer was treated with insulin pump for high blood glucose level. Customer was not using auto mode at the time of incidence. The insulin pump will not be returned for analysis.